Event description:
It was reported that a spectrum pump had no audio output. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was observed while powering up the device caused by a failed backflex. The rear case was replaced.